Event description:
It was reported that during priming with one unit of a prismaflex st100 set, an external fluid leak was observed. It was further reported "the tube was broken". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture observed that the return was perforated near the screwed connector. The reported condition was verified. The leak was due to the line perforation. The cause of the line perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.